Manufacturer narrative:
(B)(4).

Event description:
It was reported that the dependent patient presented for device check on (B)(6) 2016, due to experiencing palpitations, it was noted the pulse generator was at elective replacement indicator. The patient did not experience any adverse consequences.